Event description:
It was reported that during a laparoscopic lobectomy the white tissue pad completely fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: v95885. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 3/17/2022 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The tissue pad was not detached as reported. The device was connected to a test hand piece and a gen11. During functional testing, it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the foot switch. The instrument was disassembled to inspect the internal components and no anomalies or damage was observed that could have caused the hand control buttons to be nonfunctional. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused this issue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.